Event description:
It was reported that an edwards valve in the pulmonary position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The valve was replaced with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that an 25mm ce valved conduit in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of approximately twelve (12) years, nine (9) months due to stenosis. The valve was replaced with a 23mm 9600tfx transcatheter valve.